Event description:
Reported events of bowel obstruction, abdominal pain, and nausea from journal article: "a serious, but rare complication of laparoscopic adjustable gastric banding: bowel obstruction due to caecal volvulus." Obes surg (2009) doi 10.1007/s11695-009-9847-1. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Abdominal pain and nausea are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." "Obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion."